Event description:
It was reported that a healthcare professional thought the devices should be lasting longer than they have. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).